Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to dehydration and diabetic ketoacidosis. She reported that her blood glucose was 67 mg/dl and then gone up to 500 mg/dl later in the day. She stated that she had not eaten anything but did have an infection at that time. She stated that she had experienced several lows and highs in her blood glucose over the few weeks prior. The blood glucose reading at the time of the report was 350 mg/dl. She stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The basal rates and bolus wizard settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and the cannula was not bent. The insulin pump passed the displacement test. Nothing further was reported.